Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after removing a 5mm x 150mm smart flex vascular self-expanding stent (ses) 120cm delivery system from the package, a crease was found on the outer sheath. The device was then used in the patient, and when delivering into the body, the stent could not be fully deployed. The stent was partially deployed inside of the patient, and the delivery system was difficult to withdrawal. The device was retrieved by advancing an unknown long sheath to enclose and withdraw the stent. The stent remained attached to the delivery system upon removal. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU), with no noted damage to the packaging and no difficulty in removing the device from its packaging. There was no difficulty in tracking the device to the lesion. The stent delivery system (sds) was advanced past the lesion and then withdrawn back prior to deployment, and the user maintained a fixed inner shaft position during deployment. The device was not deployed outside the body. The device was returned for evaluation. A non-sterile unit of product ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough visual inspection identified kinks located approximately 29 cm, 65 cm, and 120 cm from the distal tip. In addition, separation of the proximal end of the outer sheath from the hemostasis valve was observed at approximately 129 cm from the distal tip. The stent was not returned for analysis. The hemostasis valve was found in the open position. No additional notable findings were observed on the returned device. Functional testing could not be performed because the unit was returned in a fully deployed condition and exhibited severe kinking and component separation. The separated edges of the outer sheath were evaluated using a vision system. Examination revealed elongation at the edges of the separated material. Such elongation is commonly associated with material separation resulting from tensile overload. Based on these observations, it is concluded that the device was subjected to tensile forces exceeding the material yield strength prior to separation. The reported ¿outer sheath kinked/bent¿ was observed as several kinks were noted along the outer sheath of the delivery system. The reported ¿stent delivery system (sds) deployment difficulty ¿ partial deployment¿ could not be verified as the device was received with the stent already deployed and the stent was not returned with the sds. In addition, the ¿stent delivery system (sds) withdrawal difficulty from vessel¿ could not be determined based on the nature of the reported event as this cannot be replicated in a lab setting. Withdrawal difficulty is multifactorial and may be influenced by patient-specific anatomical factors, procedural conditions, device handling, and operator technique, which cannot be fully assessed through returned product analysis alone. The overall condition of the device upon receipt, including the extent of mechanical damage and the observed fracture morphology, indicates that the device was subjected to forces exceeding its intended design limits during use. The instructions for use state that the device should not be used if damaged. Use of a device exhibiting damage consistent with that observed prior to use would be expected to impair normal translation of the outer sheath relative to the inner shaft, which may hinder controlled stent deployment and increase resistance during device deployment. Therefore, based on the information available, procedural and device-handling factors cannot be excluded as contributing to the reported event. According to the instructions for use, which is not intended as a mitigation, examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available nor the product analysis indicates the reported event is related to a design or manufacturing deficiency. Therefore, no corrective or preventive action is warranted at this time.

Event description:
As reported, after removing a 5mm x 150mm smart flex vascular self-expanding stent (ses) 120cm delivery system from the package, a crease was found on the outer sheath. The device was then used in the patient, and when delivering into the body, the stent could not be fully deployed. The stent was partially deployed inside of the patient, and the delivery system was difficult to withdrawal. The device was retrieved by advancing an unknown long sheath to enclose and withdraw the stent. The stent remained attached to the delivery system upon removal. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU), with no noted damage to the packaging and no difficulty in removing the device from its packaging. There was no difficulty in tracking the device to the lesion. The stent delivery system (sds) was advanced past the lesion and then withdrawn back prior to deployment, and the user maintained a fixed inner shaft position during deployment. The device was not deployed outside the body. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.